Event description:
The customer reported that while the iabp was in use on a patient, after two days of being in use, the display went blank and the iabp stopped pumping without alarm. The customer restarted the iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative recommended that the power supply be replaced. The customer elected not to have the repair performed at this time due to the cost of the repair. The iabp was returned to the customer.